Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 55 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. The customer states the pump is delivering unprogrammed boluses, and their blood glucose levels drop from 160 to 55 mg/dl. Troubleshooting was completed but did not resolve the issue. The customer also reported a low battery alarm. The customer also had paramedic visits for lows on (B)(6) 2018. The insulin pump will not be returned for analysis.